Event description:
The manufacturer received info alleging a ventilator was alarming and would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. All of the devices power sources were disconnected and reconnected to correct the problem. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Results: all power sources were disconnected and reconnected.